Event description:
It was reported that the patient presented in clinic for a follow-up. The patient's implantable cardiac monitor (icm) was unable to be interrogated. Programming changes were made. The patient was stable.